Manufacturer narrative:
Lot numbers of replaced products have been provided: pcba bi31000163 motor battery charger: unknown, pcba bi31000172, pfc board 1000: s1602ajs, pcba bi31000169 battery charger 1: s1605hhz, pcba bi31000170, battery charger 2: s1529dnw. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the imaging system would not power on. To resolve the reported issue, the battery charger boards and power control board were replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect electrical components have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, was unable to perform image acquisitions and not complete any motion. No additional information was provided. There was no patient present when this issue was identified.